Manufacturer narrative:
Our evaluation of this incident is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn customer reported loss of hard-wired network communication between patient monitors and acuity central station. There was no loss of centralized monitoring as the patient monitors established wireless communication with the acuity central station. Welch allyn technical service assisted the customer with rebooting terminal server. Upon reboot of the terminal server, all hard-wired network communications were restored. The customer did not provide any patient information.